Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of a non-dehp micro-volume extension set stripped a piece of the septum off a non-baxter connector upon disconnection. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and no defects were observed. Functional and pressure testing was performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.